Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump noted the top and bottom cases were in fair condition. Review of the event log noted a motor rate error. An occlusion test was performed and confirmed the motor rate error. It was found that the stepper motor no longer worked properly as a result of normal wear; the pump is over 6 years old. The stepper motor was replaced, and following repair, the pump passed functional and delivery accuracy testing within manufacturing specification. Based on the evidence, the complaint was confirmed. The root cause was attributed to normal product wear.